Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to shorted u728 component on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Due to the extent of the damage, the root cause of the high voltage energy travelling to low voltage circuitry could not be positively identified. Manufacture dates: monitor sn (B)(4): 4/28/2015. Electrode belt sn (B)(4). 2/7/2013.

Event description:
A us distributor contacted zoll to report that a patient was treated multiple times by the lifevest. The patient was in the hospital and on hospital telemetry at the time of the event. The patient's nurse reported that the telemetry showed ventricular tachycardia (vt) at the time of the treatment. The patient's nurse reported that the patient's device began malfunctioning after the treatments were delivered. The patient was then put on hospital defibrillation pads and was reportedly still in ventricular tachycardia (vt) at the time of the call to the distributor. It is unclear if the patient was conscious at any time during the event. The alleged treatments cannot be confirmed due to the inability to download software flags from the monitor as the monitor was unable to power up. The patient survived the event and continues wearing the lifevest.